Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. It was determined that quality controls were within range and there were no other discordant results. This event was isolated to one patient sample. The ccc specialist discussed pre-analytical handling with the customer. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher both times and matching the previous result from the patient. The repeat result from the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.